Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15nov2019.

Event description:
The customer reported the system had a high pressure alarm. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported the high pressure alarm issue. The fse reseated all cables and ran extended self-test, which the unit passed.

Manufacturer narrative:
Date received by manufacturer: 25nov2019. Date of report: 26nov2019. No parts were replaced so no parts will be returned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.